Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was stated that the customer had flu-like symptoms prior to her death, and was wearing the insulin pump at the time of death. The cause of death was reported as diabetes related. Nothing further was reported.